Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal deployed as intended without any issue. The customer stated that the patient had oozing from the site and they held manual pressure to rectify situation. The blood loss was not measurable, however, it was uncommon for them to experience any bleeding. The angio-seal was used as a standalone device to complete the vascular closure. The patient was reported to be fine and was discharged as normal after the procedure.